Event description:
The user is reporting the device would not turn on when it was retrieved for a patient use event. The device passes a self test with a known good battery. Patient outcome is unknown.